Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, high capture threshold was observed. The lead was capped and replaced on (B)(6) 2016. At the end of the procedure, patient condition was good.